Manufacturer narrative:
(B)(4) the fractured ball tip driver reported was likely the result of applying torque greater than the yield strength of the material, which lead to shearing off of the ball-tip, which was retained in the head of the stem extension screw. The torque limiting driver used in this case may be in need of calibration and may have contributed to the device fracture. However, this cannot be confirmed because the torque limiting driver was not returned for evaluation. Evaluation codes: 3165, 1261

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the instrument broke (ball tip driver - hex 3.5mm) during surgery. There is no clue if the screw has been tight at its max. Tip snapped while tightening screw on base plate. The rep was present. The broken part was irretrievable from screw head and was left. The snapped tip is covered by insert and should not be able to loosen. This is a recurring problem with this instrument. There was no delay to the surgery. The device will be returned for evaluation.

Manufacturer narrative:
H3: the evaluation of the of the revision reported was likely the result of applying torque greater than the yield strength of the material, which lead to shearing off of the ball-tip, which was retained in the head of the stem extension screw. The torque limiting driver used in this case may be in need of calibration and may have contributed to the device fracture. However, this cannot be confirmed because the torque limiting driver was not returned for evaluation.